Manufacturer narrative:
(B)(4). Date sent to FDA: 05/28/2020. Added patient sex (a3). Corrected initial reporter name (e1). Corrected single use device (h5). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported that ¿several vicryl rapid suture brake events during the knot tight stage while performing an episiotomy procedure.¿ how many devices that were involved in this single procedure? Please clarify. Procedure date. Lot number. The single complaint was reported with multiple events. There are no additional details regarding this patient or additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an episiotomy procedure on on an unknown date and suture was used. During the procedure, the suture broke during the knot tight stage. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Correction was made to event description (b5). Initial event description had incorrect information regarding procedure and product problem; there was no suture pull off, the suture broke.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Pcfx1 additional information requested: procedure date, lot number.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and a suture was used. During the procedure, the suture pulled off the needle. There were no adverse patient consequences reported. No additional information was provided.